Manufacturer narrative:
(B)(4). D10: associated product information, part (lot) qty: 73-2643 (unknown) qty 1, 73-2412 (unknown) qty 4, 73-2414 (unknown) qty 8, 73-2416 (unknown) qty 8. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a temporomandibular mandibular joint procedure, a band fracture occurred following a patient cough. The patient was revised approximately one (1) week later, and the surgeon removed and replaced the fractured band, along with the screws. No contributing conditions or additional patient impact was noted. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, h4. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use with gouges around the outer edges of the inside diameter and one section of the outside diameter. Product identifiers were measured and found conforming to the print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.